Event description:
Clinical support analyst reported that pfils backup files (s01) are becoming larger than the original (v01). There was no report of an adverse patient outcome associated with this event.